Event description:
It was reported that pump malfunction occurred after pump became wet, and caller saw malfunction code on device. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with support from technical support, but malfunction recurred, so customer planned to use multiple daily injections as backup therapy while technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to upload logs via mobile app, place malfunctioning pump in storage mode, return it within specified time frame using provided materials, and then program pump settings and reconnect continuous glucose monitor on replacement device.